Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer reported that the station drawer repeatedly latched and was unable to open. Troubleshooting steps, including a system reboot and storage recovery, were performed; however, the issue persisted, preventing access to the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed to open. A field service engineer (fse) found drawer 2.2 was difficult to open fully and replaced the drawer due to damaged slides. Diagnostics were performed to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.